Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: sleepy. Meter and test strips were returned - reported defect not reproduced on returned meter and strip. Product evaluation has been completed. Retention strips tested within 6 months passed within specifications most likely underlying root cause: mlc-058:user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially called for assistance with performing a blood test. Daughter is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of 437mg/dl using true metrix meter. Customer stated this was her first blood test performed. The customer¿s expected blood glucose test result range was not disclosed. The test strip lot manufacturer¿s expiration date is 06/30/2023; open vial date and storage location were not disclosed. The meter memory was not reviewed for previous test result history; customer stated she saw three dashes at the top of the screen. At the time of the call the customer reported feeling sleepy and that it was hard for her to wake up before testing her blood glucose. Customer stated she was going to contact her health care provider.